Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
6 pen needles affected from the same box.

Event description:
Consumer reported he leave the pen needle on his pen for 24 hours or more. Denied reuse of needles. But the needle clog during the flow check. Has 6 pen needles set to the side. Informed caller not to store needle on pen. This lot/box he had in his home. Several other files in our system with same issues. - (B)(6). Lot # 7248750. Catalog# 320883. Date of event 01/21/2024 date of event unknown within the past month. Sample status awaiting sample. (B)(6).